Manufacturer narrative:
(B)(6).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Post-paced t wave oversensing was observed. Programming changes were made. The device remains implanted.